Event description:
It was reported that the patient was admitted with frequent low flow alarms and shortness of breath. It was also noted that hematocrit (hct) level was lower than the expected setting. The low flows were thought to be due to relative anemia and low preload due to a mechanical fall with hematoma and bruising into the knee. A left leg ultrasound, chest x-ray, abdominal computerized tomography (CT) and transthoracic echocardiogram (tte) were done with no findings. A knee x-ray revealed anterolateral hematoma and soft tissue swelling. Labs performed were: complete blood count (cbc), basic metabolic panel (bmp), prothrombin time (pt), international normalized ratio (inr), liver function enzymes, lipase, troponin, and magnesium with no results specified. The patient received an intravenous (IV) infusion of iron sucralose and one unit of packed red blood cells (prbc). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant products: 6935m62 lead implanted (B)(6) 2019 dtma1qq ICD implanted (B)(6) 2019. This information was received from the destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed a slight decrease in the estimated flow and power consumption beginning on (B)(6) 2022 and 202 low flow alarms were logged since 12/mar/2022. Information provided from the site revealed that the patient experienced shortness of breath and had hematocrit (hct) lower than expected. It was suspected that the patient had anemia and low preload due to a fall with hematoma and bruising into the knee. The patient underwent chest x-ray, left leg ultrasound, a computerized tomography (CT) and a transthoracic echocardiogram (tte). Additionally, a knee x-ray revealed swelling and anterolateral hematoma. Additional testing (complete blood count (cbc), basic metabolic panel (bmp), prothrombin time (pt), international normalized ratio (inr), liver function enzymes, lipase, troponin, and magnesium with no results) were performed. The patient was treated with an intravenous (IV) infusi on of iron sucralose and one unit of packed red blood cells (prbc). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.